Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2018, the implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: surgeon: (B)(6). Assistant: (B)(6). (B)(6) hospital. Revision surgery: surgeon: (B)(6). Assistants: (B)(6). Block h6: imdrf patient codes e2101, e2330, e1405, and e232402 capture the reportable events of adhesion, pain, dyspareunia, and severe stress incontinence. Imdrf impact code f1905 captures the reportable event of mesh excision.

Event description:
It was reported to boston scientific corporation that an obtryx ll device was implanted into the patient during a total laparoscopic hysterectomy + bilateral salpingectomy + bilateral uterosacral ligament suspension + tot (obtryx ll) + cystoscopy procedure performed on (B)(6) 2018, for the treatment of stress urinary incontinence and stage 2 apical prolapse. The patient tolerated the procedure well and was transferred to recovery. On (B)(6) 2023, the patient underwent removal of vaginal sling and removal of mesh from the left thigh with exploration and excision of surrounding tissue. This was due to severe stress incontinence, dyspareunia, and left groin pain. Symptoms began after the transobturator sling that was placed about four years ago. The patient failed conservative management and presented for surgical management. During the procedure, there was a tight band noted in the proximal urethra. The mesh was very adherent to the side of the pubic bone that it was unable to be removed completely. There was about 2mm of mesh that remained adherent to the bone and a total of 11cm piece of mesh was removed. The patient was transferred to the post-anesthesia care unit in stable condition.